Event description:
Pt with a total right knee arthroplasty in 1996. Their right knee has became very lax and they have a loose femoral component. They have medial and lateral instability. They were admitted for a revision right knee arthroplasty. During the procedure the surgeon found the femoral component to be loose. All components was removed and replaced.